Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a radical nephrectomy, during the third firing, when the surgeon moved to the hepatic or renal vessel, the green button could not be pressed to put the device into firing mode. The surgeon tried again by moving to different vessel (hepatic or renal vessel). The surgeon was able to press the green button but then could not squeeze the handle to initiate firing sequence. Another handle and reload was used to complete the case. There was no patient injury.